Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
Section a updated with patient demographics. Correction to date of event; the correct date is (B)(6) 2010. All repeat testing was performed on (B)(6) 2010 for the patient sample reported in initial medwatch. The vancomycin result reported outside the laboratory was 12 mg/l.

Event description:
The user received questionable results for vancomycin on the integra 400 plus analyzer for one patient sample. The initial vancomycin result gave > 80 mg/l. This result was accompanied by a data flag. The sample was repeated twice with dilution yielding vancomycin results of 10.86 and 12.79 mg/l respectively. The user poured sample from the primary sample tube into a biocup and repeated the sample from the biocup without dilution yielding a vancomycin result of 9.53 mg/l. No adverse events have been alleged regarding this event. The vancomycin reagent lot number was 630355.

Manufacturer narrative:
One patient sample was provided for investigation. The elevated vancomycin result obtained by the customer could not be verified. A specific root cause was not identified, although it was noted the elevated vancomycin result most likely was due to a pipetting error related to air bubbles in the sample or pre-analytical issues.